Manufacturer narrative:
(B)(4). Off-label use in the tricuspid valve. The clip delivery system has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Event description:
This is filed to report that the clip was difficult to deploy, requiring an hour of troubleshooting maneuvers for deployment. The maneuvers required to deploy the clip are considered intervention prevent serious injury. It was reported that the procedure was performed for treatment of tricuspid valve regurgitation (tvr). After successful placement of the clip in the anterior-posterior leaflet of a tricuspid valve, the decision was made to deploy the clip. All clip deployment steps were performed per the instructions for use (IFU). After the actuator knob was turned and retracted, the clip did not release. It was noted that resistance was felt during the first turn. Troubleshooting steps were performed, but the clip was not able to be deployed. After one hour of troubleshooting, the actuator knob was completely retracted and the components were removed. At this point, the clip deployed and no further issues were noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: although this incident was initially, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on (B)(4)2016, returned device analysis and investigation found this incident is not related to the field action issue. Evaluation summary: (B)(4). The complaint device was returned for analysis and the reported detachment of device component (actuator assembly detached from device) was confirmed to be due to a fractured mandrel. Due to the condition of the returned device the reported difficult to deploy the clip could not be replicated in a testing environment. Through the investigation it was determined that the fractured mandrel was related to user technique, and the detached actuator assembly was likely a secondary effect to the fracture; however, a definitive cause for the difficult deployment could not be identified. Furthermore, the reported physical resistance during actuator knob rotation appeared to be related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that it is possible that due to the positioning of the device for tricuspid repair there was difficulty with deployment of the clip. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device.